Manufacturer narrative:
H3 - device evaluated by mfg? It is unknown if the device will be returned to the manufacturer this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the type 3 endoleak was identified on a zenith flex with spiral-z technology aaa endovascular graft iliac leg that was implanted in an unknown patient. At this time, no additional interventions have been reported. Additional information regarding event details and patient outcome have been requested but are currently unavailable.

Manufacturer narrative:
Correction: b5 additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
An imaging review was provided for the investigation. Based on the imaging provided, the focus of this report is a type 3b endoleak on the zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-13-56-zt). Additional reports for this patient will be submitted under manufacturer reference numbers (B)(4).

Manufacturer narrative:
Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 12feb2026. Procedural notes are not available. The patient's pre-existing conditions/co-morbidities in addition to the aaa are unknown. The patient was fully heparinized when the provided video was completed. Ballooning was performed in the area that the endoleak was noted. No additional procedures were completed to address the endoleak. A follow up computed tomography (CT) scan will be performed.

Manufacturer narrative:
Correction: d10. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.